Event description:
During routine testing of the device at the service center, the service technician reported broken and missing rubber feet on the pump housing. The pump was originally returned for the roller head making a squeaking sound when the missing rubber feet were found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.